Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps (mbf) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the head of the maryland bipolar forceps instrument was detached from the shaft. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the jaw part, meaning the instrument tip, detached from the instrument shaft and was just hanging loosely around the casing. There were no parts from the defective instrument that fell into or remained in the patient. The instrument was given by me to the materials management department, which is responsible for the return.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have dislodged proximal clevis. Visual inspection revealed that the proximal clevis had become dislodged from weld 4, located near the distal end of the snake wrist. The surrounding components did not exhibit any abnormal damage that could have contributed to the issue. No external damage was observed on the shaft, chassis, or housing. The housing was removed and inspected, and no additional issues were identified. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.